Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient was escalated to the impella 5.5 from an impella cp. It was reported while on impella 5.5 support, the patient experienced an episode of ventricular tachycardia [vt]. Patient was shocked once and cardiopulmonary resuscitation was administered and return of spontaneous circulation [rosc] was achieved. The impella position was verified with echocardiography. Support continued with the implanted pump following the intervention. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation into the arrythmia issue is complete. The impella device was not received from the customer, therefore, investigation of the device was not possible. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined. Should the device or any new information be received, a supplemental MDR will be filed.